Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. Troubleshooting identified the patient's was receiving a communication error when trying to connect to a replacement programmer. X-rays identified no anomalies. Additionally, it was noted the patient stated experiencing a trauma at the ipg site two weeks prior to the loss of stimulation. In turn, the patient underwent surgical intervention to explant and replace the ipg (different model) which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.